Event description:
Philips received a complaint on the heartstart xl+ indicating that the battery was low. There was reportedly no patient involvement. Philips authorized service personnel evaluated the device onsite and confirmed that the battery was low and required replacement. The customer will procure the replacement battery. The device remains at the customer's site. No further action is warranted at this time.